Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's ac inlet was observed by the technician to be damaged and would not power on. The device's ac inlet was replaced to address the issue. "Service required" codes were found in the ventilator's downloaded error log. The device's power management board and internal battery were replaced to address the issues. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue.